Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned as the message displayed and it had no impact on the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to expose due to disk full message. Analysis of system log file by rse showed ippc related errors. Upon troubleshooting, fse found there was only few patient data was stored but the system still reports low space. To resolve the issue, fse replaced the ippc and returned to philips for further analysis. The analysis showed the hdd bay was unplugged; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures due to a full image disk. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.